Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi has received the usm involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, there was an error on universal surgical manipulator (usm) 3 when an endoscope was installed. The customer decided to proceed without usm 3. Intuitive surgical, inc. (Isi) technical support engineer advised how to disable the usm. The customer completed the case as planned with no reported patient injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the issue was identified during procedure. System functionality was checked, and the system initially powered on without errors. The operating room staff completed the procedure using the remaining three usms with no issue. The patient tolerated the procedure with no reported patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported failure was confirmed in logs and replicated. The unit was tested on an in-house system in normal mode where it was disabled because of error 32056. The unit was tested on a testing platform where it failed check all boards and the fiber test. A new accp was installed and the unit passed testing. The complaint was confirmed by failure analysis.